Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and an octaray mapping catheter and the tip of the catheter¿s insertion tub detached and was found within the vizigo. When the octaray was inserted into the vizigo with the insertion tube, the physician felt resistance within the sheath and removed the octaray from the patient's body. It was confirmed that the tip of the insertion tube had detached in the deeper part of the friction ring, and the entire sheath was collected. The issue was resolved by replacing the sheath with another new one. The procedure was successfully completed without patient's consequence. The detached tip of the insertion tube was found to be contained within the vizigo.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and an octaray mapping catheter and the tip of the catheter¿s insertion tub detached and was found within the vizigo. Device evaluation details: the octaray catheter was not returned for investigation; however, a gray object was returned inside of the vizigo sheath. Further investigation revealed that the gray object is the tip of the insertion tool which got detached and which is confirmed to be a part from the octaray device. A scanning electron microscope (sem) study was performed to further analyze insertion tool tip and it was found that mechanical damage may have caused the insertion tool to detach; however, it could not be conclusively determined. In addition, an investigation was performed with the insertion tool supplier and an internal customer feedback investigation was performed which included review of documentation, inspecting of retains, tensile results, bonding and inner diameter (ID) and outer diameter (od) dimensions were performed; however, no relation with a specific lot or assignable root cause was found. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review the insertion tube tip detachment and resistance issues reported by the customer were confirmed. The potential cause could not be determined. The instruction for use (IFU) contain the following information: advance the insertion tube along the catheter shaft to collapse the spines together prior to insertion into the guiding sheath. Do not bend the spines backward. Advance the insertion tube into the sheath only far enough to breach the valve. Do not apply excessive force to the catheter during insertion. After insertion, slide the insertion tube back toward the handle of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10-jul-2025, additional information was received indicating the resistance was felt when they were trying to put the catheter into the sheath. The tip of the insertion tube had detached in the deeper part of the friction ring. The catheter was able to move within the sheath and the introducer was inserted adequately into sheath hub before introducing the catheter. On 24-jul-2025, additional information was received indicating no resistance beyond the usual was felt. The resistance felt did not result in any damage to the sheath and the tip of the octaray was fully straight within the introducer prior to insertion into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).